Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6. The device was not returned for evaluation; therefore, the reported failure was not confirmed and a definitive root cause could not be determined. Remote troubleshooting by phone was able to resolve the issue after opening the co2 cylinder. Based on the results of the investigation, it is likely that the issue is due to the co2 bottle valve not being opened. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit had a yellow cylinder pressure indicator light. The issue occurred during set up or inspection for use. There were no reports of patient harm.